Event description:
Cadd solis vip fluorouracil 46 hour infusion alarmed that it was finished earlier than expected with drug left in the reservoir. 7 ml of 138 ml was remaining (5.07% variance) which is outside expected pump infusion variance of 5%. Serial number: (B)(6) did the pump alarm? Yes if yes, what message was displayed on screen? Air was the pump connected to a patient when the error/event occurred? Yes, continuous infusion; rate: yes, 138 starting/original resvol: 138 remaining resvol: 7 air detector (on/off): yes upstream sensor (on/off): yes length of infusion: 46 hours lock level: locked was a cstd used to fill cassette (yes/no): yes cstd; manufacturer: bd optima phaseal; was the pump used to prime the extension tubing (yes/no): no if no, what method was used to prime? Gravity sku number for items were used during this infusion (admin set, cassette etc.): lot numbers for each item used (admin set, cassette etc.): lot# 6093403 (admin set), lot# is 25035202 (texium) was patient medically affected: no. Additional notes: % variance 5.07. Ref report: mw5172994. Pt code: 4582. Device codes: 2339, 4062.